Event description:
The pt had bilateral breast augmentation in 1958 using silicone gel filled breast implants. The right side was replaced in 1969 due to leakage and deformity. The pt developed arthritis in 1971 and has progressed with erosions of joints in the hands. She developed hearing loss from treatment of arthritis. Ultrasound examination and xeromammogram examination demonstates calcification of both biological capsule. The left side is an extracapsular rupture with silicone granuloma at the 8:00o'clock position 5.0 cm from the nipple. In addition, there is multiple silicone in the lymph nodes in the retropectoral space bilaterally as well as in the left axilla and left internal mammary chain. Total capsulectomy is medically necessary because the capsule contains significant amounts of calcification.